Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03700 and 2134265-2018-03699. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the motor drive unit (mdu) was having pullback issues. When automatic pullback was initiated, pullback failed. The physician tried a different pullback sled but issue was not resolved. The physician then switched to another mdu and the issue was resolved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit meets specifications for mdu5+ qc functional test. No error messages were observed during the test. The unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03700 and 2134265-2018-03699. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the motor drive unit (mdu) was having pullback issues. When automatic pullback was initiated, pullback failed. The physician tried a different pullback sled but issue was not resolved. The physician then switched to another mdu and the issue was resolved. No patient complications were reported.